Manufacturer narrative:
(B)(4). Additional information: the device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device had a leak after the medication was dissolved in the vial. The leak was coming from the blue and white plastic areas. The event occurred during reconstitution of unspecified drugs. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available. This is report 1 of 3.